Manufacturer narrative:
The manufacturing records for the device suspected of being defective has been reviewed. The production process were according to the predefined specifications and the quality control passed. There were no non-conformities observed. This is the second return we received about this batch. After taking into consideration the investigation and conclusion of (B)(4) (MDR: (B)(4) and analyzing in detail all the available xrays, it was noticed that the construct was suboptimal (chrome cobalt rod 6mm, length of the rod, bending of the rod, position of the screw). The mechanical loads applied to the setscrew and to the screw may have exceeded its functional limits, contributing to the migration of the setscrew. Since the pms report (2022), 32733 surgeries for the perla tl and perla tl mis range were performed and 12 complaints from the field have been registered for this issue. It represents (B)(4) of issue occurrence. The rate is very low. Moreover, the root cause of this case is due to the suboptimal construct. Therefore, we close this case as it with no further action.

Event description:
We received a complaint regarding setscrew migration case (B)(4) from germany. This case is a follow-up to case (B)(4), for which a vigilance report was already submitted (internal ref. (B)(4). After the second revision surgery performed on (B)(6) 2026, the procedure was initially considered successful. The patient subsequently returned to the hospital because of pain, where a new setscrew migration was identified. At this stage, only pain has been reported for this event (B)(4). A further revision surgery is planned (date not yet available). Post-operative x-rays dated on (B)(6) 2026 were received by the manufacturer and showed a suboptimal construct after the second revision surgery. The setscrew migration was identified on (B)(6) 2026.